Event description:
The user facility reported that during a diagnostic colonoscopy, the physician observed a very large polyp with a very thick stalk. The physician tried to remove the polyp with a polyloop, but the polyloop did not deploy. After repeatedly opening and closing the polyloop, the handle broke outside the patient while the polyloop was stuck around the polyp base. The patient was reportedly to have had some bleeding during this procedure, but it was controlled with the use of some tri-clips (model unknown). The polyloop was successfully removed by cutting more of the polyp with the use of a snare (model unknown). The physician reported that the patient was released the same day of surgery. There were no medical complications reported and the patient was reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The user facility reported that the device was discarded following the procedure. The cause of the user's experience cannot be determined. An olympus sales representative reported that there were multiple in-services provided to the user facility in the past prior to purchasing this device. An olympus representative was communicating with the user facility to schedule another visit at the facility to provide in-service and training to the facility's staffs. If additional information becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.